Manufacturer narrative:
On (B)(6) 2020; on (B)(6) 2015. Based on the available information, this event is deemed to be a malfunction. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. Based on record review did not show any nonconformance or any other abnormalities during production. No other conclusion could be drawn without performing the testing on the product and with the information available; we are unable to determine the root cause of the complaint. We will continue to monitor the complaint trend to find out if there is any other possible cause which may lead to the defect. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: two cases associated with this complaint. A separate 3500a form has been completed to for the other case.

Event description:
A pharmacist reported "it is not possible to have catheters inserted in body for the recommended time. We have to change the catheter after 1 week because of blocked it up (urine did not get into catheter at all). Even at those patients who are getting enough liquids and therefore there is no reason for limited urine flow due to low amount of drinking water."